Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unlocked j2 connector was noted. The pump also had cracked casing at a display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had unresponsive buttons; the up and down arrow keys were not working. The patient's blood glucose at the time of incident was 600 mg/dl, which the mother treated with an insulin pen. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.